Manufacturer narrative:
Device evaluation: the product was not returned for evaluation. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
To date the lens remains implanted and therefore not explanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the insertion into the patient's eye of an intraocular lens (iol), the surgeon noticed that the lens was fractured. Reportedly the lens remains implanted as the patient's eye is fragile. Additional information was received and it was learnt that the normal procedures for insertion and positioning of the iol were followed without any difficulty. The damaged lens was noticed after unfolding. A partial thickness peripheral split in the lens was noticed. The central part of the lens was unaffected. The lens bag was unstable and therefore it was decided that it was safer to leave the lens in situ rather than remove it and risk rupture of the capsular bag. Supplemental information revealed that the patient was expected to be readmitted to the hospital to exchange the damaged lens. Subsequently it was confirmed that the patient was doing fine and the vision was getting old. No further information was provided.